Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version: 2.1.0 h3/h6: the software analysis was completed. Analysis determined that a software anomaly occurred on the day of the event. Codes b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the system exited out of the software and sent the user to the login screen after the 3d model started to pixelate during registration. An error 64 was then acknowledged. The user logged back in and launched the software. The case was proceeded without issue and a 2 minute surgical delay. There was no impact on patient outcome.